Manufacturer narrative:
(B)(4). The plate was returned for evaluation. Visual examination confirms implant assembly separated. Optical and microscopic examination of the implant reveals ratchet spring pocket broken. Bone screw witness marks noted at the base of the on separated component screw holes. Optical examination reveals implant end comp. Ratcheting catch features and ratchet spring pocket plastically deformed, suggesting tensile overload. Observations are similar to tensile overload samples found. Additionally, plate separation occurred intraoperatively during screw placement; testing determined that hyper angulated or off-center screw insertion could result in loads capable of disassembling the plates. This observation, in conjunction with the aforementioned plastic deformation of the mating ratcheting components is consistent with hyper angulated and/or off-center screw insertion resulting in the aforementioned plate disassembly. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a cervical spinal surgical procedure. It was reported that during implantation of the bone screws the plate came apart. The plate was removed from the patient and a new plate placed in its place. No patient complications were reported.